Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed adhesions with seprafilm. The patient underwent a laparoscopic total gastrectomy for gastric cancer. After an unknown amount of time, an adhesive ileus formed, and the patient required a laparotomy wherein seprafilm was applied between the intestine and the abdominal wall due to the concern for adhesions. After an unknown amount of time, the patient developed abdominal discomfort, and pus was observed to have accumulated between the suture site and the seprafim. Since the pus had not absorbed and had remained on top of the seprafilm, the surgeon drained and irrigated the area. The patient has since recovered. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h1: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.